Event description:
Ambulance responded to a complaint of cardiac arrest. Zoll e series monitor defibrillator was attached to the pt. The pt was found to be in ventricular fibrillation. When attempting to charge the defibrillator, a defib fault 72 message was displayed. Multiple attempts to reset this error by cycling the power off/on, changing batteries, and attaching to a 120-volt ac adapter were unsuccessful. This occurred in a very rural area and no other ambulances were nearby to provide a replacement defibrillator. The pt was immediately transported to the closest emergency room. The device was removed from service and data files retrieved. The associated files indicate appropriate recording of ECG and etco2 data. The MFR was notified the next business day and the device is being returned to the MFR.